Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted 15 cm from the lapjoint section. Impedance testing showed an electrical open at the proximal end of the catheter 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 13jun2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but during the procedure the image was lost. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed the imaging window was twisted.